Event description:
It was reported that nursing staff stated that the pcu "brain battery disconnected and won¿t turn back on/large volume pump communication failure.¿ during testing the pcu continued to alarm without an error code. Although requested, no further information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pcu disconnected unexpectedly and would not turn back on. It was further reported that there were communication failures with three large volume pumps. There was no reported patient impact.